Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty advancing the guidewire was confirmed and the cause was determined to be use related. The product returned for evaluation was a one 20 ga powerglide pro. The returned product sample was evaluated and the guidewire was observed to be disengaged from the coupler region of the advancer, causing the guidewire to remain within the housing during attempted advancement the following observations were noted during the sample evaluation: usage residue was seen on the guidewire which indicated that the product had experienced at least some use guidewire deformation was observed which suggested potential attempted advancement into tissue wear marks were observed on the coupler, which indicated that the guidewire was initially correctly assembled inspection of the guidewire confirmed it to be intact. Attempted advancement of the guidewire against resistance, such as into tissue, may cause the guidewire to become disengaged from the guidewire coupler, causing the guidewire to fail to advance. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, during training on vein block, the wire from power glide was missing after activating safety. Patient was not involved. Wire is not in a person. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, during training on vein block, the wire from power glide was missing after activating safety. Patient was not involved. Wire is not in a person. No other information was provided.